Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally it was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was 164 mg/dl. Reportedly the customer will continue to use current pump for insulin therapy.